Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage. Unable to perform any testing due to missing segments/partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had partial display. Customer¿s blood glucose was 125 mg/dl at the time of incident. Customer stated that the insulin pump had missing segment. The insulin pump will be returned for analysis.